Event description:
It was reported that, on start up, the 980 ventilator failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.